Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the pump door handle is broken off. Functional evaluation revealed while the unit had no issues with power or shorting, the flow settings cannot be tested due to the damaged pump handle. The 18pin port had no issues. The sd card port has heavy amounts of dried liquid around and in the port. The unit was opened and found heavy amounts of dried liquid on multiple parts, including a large portion of the motherboard. No visible arc or burn damage was found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors which could have contributed to the reported event, include an impact event to the device inconsistent with normal use or rough handling of the saline tubing when inserting or removing it. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up, a werewolf controller had water spill on it, made a popping noise and was smoking. A back up device was available to complete the procedure. There was no delay and no further complications were reported.